Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the bottom of the elastic reservoir while configuring the chemotherapy pump. The device was filled with 240 ml of saline and fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured march 26-27, 2024. H11: the device was received for evaluation containing no fluid in bladder. A leak test was performed and right after fill, a leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause of bladder crimp leak was related to manufacturing, most likely due to variation within the raw material properties of the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.